Event description:
Implant didn't achieve osseointegration, chemotherapy around time of implant placement, periodontal disease, inadequate bone quality/quantity, bone resorption, infection, fistula ((B)(6) are same patient).